Manufacturer narrative:
Product analysis summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance of the right ventricular defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: 4524-53 lea,d implanted: (B)(6) 1999. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) and super vena cava (svc) coils exhibited variable impedance values which rose to high levels and triggered a lead integrity alert (lia). It was noted the rv lead had been subjected to a lot of manipulation during the device replacement procedure the previous day. The svc coil was programmed off the rv lead remains in use. It was further noted that the right atrial (ra) lead exhibited low impedance values. The ra lead remains in use. No patient complications have been reported as a result of this event.